Event description:
A 24mm x 14mm diameter x 13.5cm length medtronic aneurx bifurcated stent graft and contra-lateral limb graft was implanted for the endovascular treatment of an abdominal aortic aneurysm. The right and left common iliac arteries were predilated with an angioplasty balloon due to significant plaquing. The left iliac artery was selected to place the bifurcated device through after sufficient dilatation with an angioplasty balloon. The bifurcated stent graft was placed successfully. The contra-lateral limb was inserted through the right iliac artery and dilated with a 14mm angioplasty balloon. The completed aortogram showed no leak proximally and distally. Open surgical repair was performed due to a type 1 endoleak of the proximal stent graft. Due to the inability to obtain CT films or angiogram films, it is difficult to investigate the cause of the event. Despite many repeated attempts to get more info regarding this event, there is no further info obtainable from the user facility or physician. The pt was reported to be in satisfactory condition and there is no add'l adverse sequelae reported to the event.

Event description:
Explant investigation and analysis concluded that the cause for the type 1 endoleak cannot be determined in this case due to insufficient info: however, the proximal end of the stent graft was found to be dislodged from the neck during the explant procedure. The impact of fatigue fractures on ring 3 and consecutive broken sutures between rings 1 and 2 are unknown.